Event description:
The field engineer reported that the system was self-rebooting and shutting down without command. There is no report of patient injury associated with this event.

Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable at this time.